Event description:
When removing the robotic arms, the prograsp instrument was not coming out. The surgical technician looked with the camera to see what was impeding removal of the instrument. The end of the instrument (at the wrist) was cracked and caught on trocar. The instrument was then manipulated and advanced slightly to facilitate removal. The pieces of the end of the prograsp were described as being "shaved off." There was no known patient harm. The prograsp is a reprocessed instrument and number of uses is documented. This prograsp was on use 9 out of 10.

Event description:
When removing the robotic arms, the prograsp instrument was not coming out. The surgical technician looked with the camera to see what was impeding removal of the instrument. The end of the instrument (at the wrist) was cracked and caught on trocar. The instrument was then manipulated and advanced slightly to facilitate removal. The pieces of the end of the prograsp were described as being "shaved off." There was no known patient harm. The prograsp is a reprocessed instrument and number of uses is documented. This prograsp was on use 9 out of 10.